Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material could not be removed due to physical damage of the device. The event can be prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of the artifact and a bright image was not confirmed. Additional issues were identified during the device evaluation: wrinkles on connecting tube; low angulation; connecting tube had a wrinkle; grip had a dent; due to wear of angle wire, bending angle in down direction did not meet the standard value; reduced angulation; adhesive on the bending section cover was detached; nozzle had a dent; collapse/buckling/depression/scratch/ cut/deformation of the insertion tube; suction cover had a dent; forceps elevator has foreign material; due to wear of angle wire, bending angle in up direction did not meet the standard value; darkening or abnormalities of the us image and scratches were found on multiple locations on the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a procedure, the image on the ultrasound gastrovideoscope had an artifact and a bright image with a collapse insertion tube and reduced angulation. During the device evaluation, the following reportable malfunction was found: the forceps elevator had an unknown foreign material that was yellowish or brown in color, and the adhesive around the light guide lens also had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction during evaluation.